Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jun-2018 with the following findings: examination of the black box showed no evidence voltage drops. A ¿cs177¿ warning occurred due to normal battery wear. The returned battery cap was undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly. All current readings were within specifications; no overheating occurred during the investigation. The pump¿s cover was removed and no intermittent conditions were found to the power printed circuit board. Investigators were unable to duplicate the ¿temperature¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump would become warm, which resolved with a battery change. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.